Event description:
Additional information was received from a manufacturer representative (rep). The rep clarified that only two ins's were used. The second one used was the one implanted.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va34dsh: product type lead product ID 353101 serial# (B)(6): product type external neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for urinary/bowel disfunction. It was reported that the rep called today in a case reporting they saw high impedances on the lead with the ens on one contact, in connecting to ins they then saw all 4 contacts have high impedances. The agent asked about checking with the ens again but they were with the ins. Asked if they had set up a program to run for a few minutes to check bellows/toes. The rep reported that the patient was not seeing any motor responses due to underlying issues. The system was only letting them go up 1.2 ma and nothing further. The agent asked to check the ins set screw, make sure lead was snug after tightening which caller stated they did. The agent reviewed trying a new ins, if results do not change, then consider lead replacement. In an email response the rep indicated that the first time, impedance failed on 0 and 1. They re-ran impedance a second time and it failed on all four electrodes. After speaking with it, the rep was directed to change out the ins, which they did. Impedance still failed. They switched out the lead and the battery. This issue was not resolved. [See pe for new ins and lead impedance issue and comments about resolution].

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID: neu_unknown_lead (lot: unknown); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.